Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 05-aug-2021: there was no patient involvement with any of the pumps. The issues occurred during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, minor scratches on lcd lens screen and bubbled dso (downstream occlusion) sensor. The customer stated problem was duplicated. A -cassette not attached properly- error alarm emerged during the functional tests. Event history log was reviewed and the error was found multiple times. Mu showed a nonreactive dso sensor so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a constant "cassette not attached properly, reattach cassette" alarm. No adverse patient effects were reported.